Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5197150) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (B)(4) that was used with the device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.